Manufacturer narrative:
Follow-up # 1 date of submission 01/28/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/16/2014 with the following findings:the pump passed an initial leak test. Evidence of moisture corrosion was found in the battery compartment and on the battery cap. The pump cover was opened and no internal moisture was found. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter stated that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.